Event description:
Paper clip found inside unopened pack. Pack was not opened to remove paper clip.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 02/17/2022 reporting paper clip found inside unopened pack. Pack was not opened to remove paper clip. The sample was returned to deroyal for evaluation. The root cause has been determined to be a random event due to the employee's inattentiveness during the manufacturing process as an oversight. Corrective action: the manufacturing employees responsible for this oversight, has been retrained on acd.qlp.034 work order processing procedure. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.